Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the involved angio-seal vip device was used, hemostasis was successfully achieved. However, on the following day, bleeding occurred at the end of the recuperative period. The physician applied manual compression, and hemostasis was successfully achieved. The patient was reported to be recovering and has no serious health damage. Estimated blood loss was less than 250cc's and occurred out of the procedure room. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.